Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their infusion sets. The customer states they had 5 infusion sets that would not allow them to push insulin through manually. The customer's blood glucose level at the time of incident was 277mg/dl. The customer was advised the infusion sets would be replaced.